Manufacturer narrative:
A ge rep evaluated the system and replaced the communication board and cable. The system operates as intended.

Event description:
The system displayed a overload fault error message. This error may cause the system to shutdown.